Event description:
The pt was taken to the operating room for incision, drainage, and irrigation of the knee, and while anesthesia was being induced, the pt developed severe bronchospasm with subsequent difficulty intubating the pt. The pt subsequently developed bradycardia and then asystole. Resuscitative measures were immediately begun by anesthesiologist, and the pediatrician was called. The pt's vital signs stabilized and the dr proceeded with her surgery. At the conclusion of the procedure the pt's pulse and blood pressure were stable. However, due to slow recovery from anesthesia, it was felt that the endotracheal tube should be maintained and the pt ventilated. After observing the pt for a while, she still had not recovered to an alert status but was becoming progressively more responsive. Because of the possibility of complications after extubation it was decided by anesthesia and the pediatrician, that the pt should be transferred to a tertiary facility where she could be monitored in the ICU. The cause of this event is undetermined, it cannot be directly related to the anesthesia machine, medications or intubation. The anesthesia machine (serviced by MFR) was removed from service immediately after the case and the MFR was notified. The hosp brought in an independant consultant along with the MFR reps to conduct a thorough operational/functional check of the anesthesia machine. The unit performed within all MFR specifications. (*)